Event description:
Ous MDR - a lead error and high impedances were reported on the associated lead and this pacemaker. Xrays were taken and the leads position did not seem to have changed. During a lead change out, a new lead was connected to this chronic pacemaker and it was giving high impedances as well. The connection was checked and was still having the same issue. The physician decided to implant a new pacemaker and the new lead functioned fine with it.

Manufacturer narrative:
The lead was not returned for an analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for the lead was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The pacemaker was returned for an analysis and was subjected to a thorough analysis. The device was interrogated and the memory content was analyzed. A lead failure was documented in bipolar as well as in unipolar lead configuration on (B)(6) 2018. Until that date the lead impedances were stable. No further abnormalities were noted during the memory inspection. The battery status was found to be larger than 80 percent. Therefore, the header of the device was analyzed. The set screw could be easily screwed in and out and there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the standard specifications. Also the spring element of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. A long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In addition the impedance measurement functions of the device were tested using different temperature environments. However, the impedance measurement functions proved to be within specification. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.